Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a reservoir rupture was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report an infusor that had ruptured during patient use at the hospital. The device was filled with less than 96 milliliters. After 5 hours the patient started therapy, the reservoir ruptured. The bottle was put on the bedside where the patient was laying. The device was filled with fentanyl citrate and saline. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report.